Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcifed right coronary artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, on the fourth inflation at 18 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient status was good.